Event description:
Procedure: laparoscopic lar & liver lateral. Segmentecectomy surgery. Pt sex: unk. Reportedly, after firing at the rectum, jaw did not open. The surgeon cut the tissue and then opened the stapler jaws by force. This resulted in a 20 mins extension of the case. Another staples and cartridge were used to complete the procedure.